Manufacturer narrative:
Date of event: exact date unknown, event occurred a month after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21155392/21155392.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure, due to wound healing impairment. No further information could be obtained despite good faith efforts.